Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02138 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reported that the user had been utilizing the "blend" mode rather than the "control cut" mode during the procedure, resulting in a reduced cutting effect and increased coagulation. The user has since been instructed to utilize the "control cut" mode and, although no further issues have been reported, it is unknown whether this has resolved the reported issues. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event: intermittent output. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02138 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reported that the user had been utilizing the "blend" mode rather than the "control cut" mode during the procedure, resulting in a reduced cutting effect and increased coagulation. The user has since been instructed to utilize the "control cut" mode and, although no further issues have been reported, it is unknown whether this has resolved the reported issues. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned unit found it to be in fair physical condition, and all knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues with the unit were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of intermittent monopolar output performance; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.